Event description:
It was reported that there was an increase in impedance. It was also reported that during the procedure the lead snapped in two. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on several conductors (not obstructed), the outer tubing overlay had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression.